Event description:
It was reported that patient lost a lot of weight. The leads are close to the skin; the leads are "coming out of the spine". The patient keeps getting sick. At the time of the report, the patient had flu-like symptoms. When the patient tries to use her stimulator one of her legs contracts and the patient has no ability to control it. The patient has moved, and was looking for a physician to assess her symptoms. The patient was at home in fair condition at the time of the report. Additional info has been requested from the hcp, but was not available as of the date of this report.